Event description:
It was reported that there was far field r wave sensing on the atrial lead, and the ventricular lead exhibited no capture and steadily climbing impedances. The leads were both capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.